Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a laparotomy for bowel obstruction on the (B)(6) 2019. At that time, the device fired normally, however, a complication such as leaking fecal matter through the surgical drain was noted 3 days post-operatively. A re-laparotomy for excision of anastomosed left colon and colostomy created as diversion to correct the case. The event resulted in the unanticipated tissue loss, tissue damage and blood loss of 500cc or more requiring a blood transfusion. The patient is still in a critical condition and ventilated in the intensive care unit since then.